Event description:
A ventilator was returned to the MFR's service center for preventive maintenance. There was no allegation that the device failed to operate. The device was not in pt use. During the device eval at the MFR's service center, a failure of the device to power on occurred during testing. The device's system pca was replaced to address the issue.

Manufacturer narrative:
There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.